Event description:
#Medwatcher #(B)(4). Constant cramping, headaches, weight gain, bloating, spotting, pain with intercourse, ovarian cysts, endometriosis, acne, night sweats, restless legs, extreme fatigue, temper, etc.